Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer via phone call that the two buttons of on the front of insulin pump was sticking and was not working properly. Customer¿s blood glucose level was 213 mg/dl. Customer reported that the insulin pump was damaged at the battery compartment. Customer declined to troubleshoot for issue. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch. No button error alarm during testing. Device received with all operating currents within specification and passed the displacement test. No unexpected low battery alarm anomalies noted. No unlocked j2 or lcd keypad connector.